Event description:
It was reported that a patient was removed from a ventilator due to a patient circuit occlusion alarm. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device. The cse performed electrical safety test, extended self-test, short self-test and the oxygen sensor calibration. The ventilator passed all testing. Further investigation indicates that the patient was on continuous mucomyst medication which occluded the patient circuit. A clinical training was given to the staff to address this issue in the future.